Event description:
My son, who due to a brain injury is unable to move or speak. He has had a trach since the injury in 2005. Recently, the trach was scheduled to be replaced. My son's doctor set it up as out patient in a nearby hospital. We had my son transported to the hospital on a stretcher for the procedure only to find that the hospital did not have a replacement trach. The doctor arranged for my husband to be driven to our home to get the spare emergency trach we had, given to us. The spare trach was trach jcksn impv stnls stl #5. The doctor used this trach and we brought my son home. Almost immediately we noticed a discoloration. I called the manufacturer and was told it was ok. Over the next few days, it tarnished and looked like very cheap jewelry. We found another doctor who ordered another trach and replaced the tarnished one. The tarnished one that was removed is in our possession. The doctor said he had never seen anything like it. The outer tube that was in my son's throat, was black and the metal finish was flaking off. Half of it already gone, now in my son. I need to know what to do to have it examined. I do not believe it was stainless steel.